Event description:
Two endotracheal tubes were reported to not deflate for extubation. A cufflator was used to verify that there was pressure inside the cuff. Medical intervention was required to oeflate cuff and remove the tube. The pilot balloon on one endotracheal tube submitted had been cut off. The second tube was received intact. A b&b bite block was used with each hrci endotracheal tube during the incidents. No injury or long term adverse affect to the patients was reported. No manufacturing defects were identified during evaluation.